Event description:
The case was a prostate procedure and the fiber was inserted into the scope and patient . It was reported that when the physician pressed on the pedal to transmit energy , the energy transmitted burned the scope. The physician believed that the integrity along the fiber may have been compromised reason why the energy was transmitted through the fiber, and not the tip. There was no patient injury due to this event. No further information is available.